Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: what was the exact surgical procedure? Open cystectomy. Where was the device used in the original procedure? Lower abdomen, urinary tract. The following information was requested, but unavailable: what was used for the wound closure? How was the wound infection and dehiscence addressed? What surgical procedure and drug therapy were done? Was a blood culture done? If so, what were the results? In investigator opinion, was there any device malfunction, deficiency, or issue that caused or contributed to the wound infection and dehiscence? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after an unknown procedure the clinical trial patient (B)(6) experienced wound infection and dehiscence.

Manufacturer narrative:
(B)(4). Date sent: 8/8/2022. Additional information obtained: adverse event term: wound infection and dehiscence severity: mild relationship to study device: possibly related relationship to primary study procedure: related surgical procedure: yes drug therapy: yes outcome: recovered/resolved.

Manufacturer narrative:
(B)(4). Date sent: 9/13/2022. Additional information was requested and the following was obtained: relationship to study device: value "possibly related" has been changed to "not related" upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2022. Additional information was requested and the following was obtained: what was the exact surgical procedure? Open cystectomy. Where was the device used in the original procedure? Lower abdomen, urinary tract. What was used for the wound closure? Staple suture in the first procedure, start with vac therapy for 5 days, followed by a closure with 3.0 pds stitches. How was the wound infection and dehiscence addressed? What surgical procedure and drug therapy were done? The dehiscence was cured with a surgical vac-therapy followed by a secondary wound closure. After a wound swab showing a enterobacter cloacae complex contamination, the infection was treated with cotrimoxazol. Was a blood culture done? If so, what were the results? There was no blood culture but a wound swab showing an infection with enterobacter cloacae complex and few enterococcus faecium. In investigator opinion, was there any device malfunction, deficiency, or issue that caused or contributed to the wound infection and dehiscence? Probably not.